Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27mg/dl. Low bg cause was not known. Reportedly, the customer¿s spouse provided carbohydrates and glucagon. The spouse then called emergency medical technicians (emts) and they provided the customer with glucose packs and checked customers vitals. Recommendation was made to consult with a healthcare provider to discuss diabetes management.